Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated co2 results generated on the architect c4000 processing module for multiple samples. The following data was provided that required corrected reports: sid (B)(6) initial result = 30 mmol/l, correct result = 22 mmol/l. Quality controls (qc) had passed in the morning and the afternoon run qc run failed which prompted the repeat testing of the patient samples. No impact to patient management was reported.

Manufacturer narrative:
This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the syringe lock bracket was damaged/broken. The fsr replaced the reagent 1 block, samp/reag syr mounting (rohs) which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of falsely elevated co2 results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the reagent 1 block, samp/reag syr mounting (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the reagent 1 block, samp/reag syr mounting (rohs) was identified.